Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a size 3 cutting block out of the same set with a peg broken was found in spd. There seems to be an issue with this set. It is unknown if there is patient involvement. The device is available for evaluation.

Manufacturer narrative:
(H3) based on previous complaints, the most likely cause of the broken pin on the finishing guide is high impact or a bending moment during use or reprocessing resulting in a brittle fracture of the pin. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "broken - prior to use/no patient involvement" is associated with small pieces of the device breaking off unexpectedly. D9: device available for evaluation.